Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 6 month post-operative CT imaging showed the presence of a complete occlusion of one renal artery with renal failure, and a partial occlusion of the other renal artery. The physician had intensionally positioned the device proximal to the recommended landing zone using a venting technique. A re-intervention is planned at a later date to place a stent in the partially occluded renal artery. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.